Event description:
According to the reporter: the firing was difficult. The jaws of the cartridge stuck in the closed position after firing and did not open. The device was resected with some traumatizing on the stomach.

Manufacturer narrative:
(B)(4).